Event description:
This is a f/u report filed on (B)(6) 2011. At that time I was having problems, pain, noise, from a previous surgery in (B)(6) 2011 for a fusion to l-2 - l-3, and the installation of a dynamic transition stability system between l-1 & l-2 to help carry the load on my spine. In (B)(6) there were two occurrences that made a loud noise and sent a shock wave of pain throughout my body. The noise became very annoying coming from my back. After a couple of visits to my surgeon he recommended another surgery as it sounded like the problem was a mechanical problem versus a medical problem. The surgery was performed on (B)(6) 2011 and the surgeon removed the transition stabilization devices from both sides of the vertebra as they had both failed, they both broke at the same location. Prior to the in (B)(6) 2010 I had tried to contact the MFR, globus medical and they refused to return my call. I spoke to the local rep and he failed to call back. My surgeon may have another pt with the same problem, no surgery has been performed to date on him. My concern is has globus medical made any reports to the FDA. Thank you.

Event description:
In (B)(6) 2010, I had back surgery for the 3rd time, fusing vertebra and installing screws and rods. All three surgeries were for the same problem of spinal stenosis. My back is now fused from l-2 down to the tail bone. The last surgery was for the fusion of l-2 to l-3 and the installation of a device to help take the load off of l-2. The device was manufactured by globus medical, and is called a dynamic stabilization device. This was installed between l-1 and l-2. In (B)(6) 2010, I was leaning of and there was a pop sound from my back and a burst of pain. The pain subsided. Within a week to two upon awakening in the morning, I noticed a noise coming from my back in the area of the surgery. The noise sounds like a squeaking floor. I returned to my surgeon and they had a nuclear bone scan and the results were that it appears like one of the screws for the device is loose. I called the MFR of the device with no return calls. I contacted my doctor and was able to talk to the local rep of globus medical and he has since not called back as he said he would.